Event description:
Dealer states that the unit alarm, yellow light is on. No alarm.

Event description:
Dealer states that the unit alarm, yellow light is on. No alarm.

Manufacturer narrative:
Device returned for evaluation.(B)(4).

Manufacturer narrative:
No end user information provided. A follow-up will be sent if additional information is received.